Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). It was reported that the ventilator failed pressure transducer test during pre-use check. No malfunction was found. After cleaning the membrane in expiratory cassette and in inspiratory pipe the ventilator passed all tests and was released for clinical use. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).